Manufacturer narrative:
The reagent information listed above is for the bottle that read 342 mg/dl. The reagent information for the other bottle is: product code: 7080g, lot#: 8jc3d06, exp date: 09/2010, man date: 09/2008.

Event description:
The customer called for help with his contour meter. He performed control tests and received results of 219, 269 and 342 mg/dl using 2 bottles of test strips. The normal control range was 110-151 mg/dl for the bottle that read 219 and 269 mg/dl. The normal control range for the other bottle was 109-150 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a coupon for a new meter were sent to the customer.